Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 300 mg/dl. Ketones were present. Customer went to the emergency room (ER) and was treated with intravenous fluids and insulin injections. After 12 hours, customer was feeling better with a bg of 127 mg/dl. Customer was not sure what caused elevated bg; however, felt it was due to the pump being submerged in water on (B)(6) 2018. No alarm/notification was received. Customer reverted to using manual injections and lantus for insulin therapy.